Manufacturer narrative:
Method: complaint history review. Results: a complaint history review for the catalog number and family of products was reviewed from (B)(4) 2010 to (B)(4) 2011. No complaints were received in this range with the same issue. Conclusions: user error caused the event. Incorrect use of device.

Event description:
The event is reported as: a doctor accidently cut the bougie and the contents spilled into the patient. It is reported that the patient condition is fine. No patient injury reported.